Event description:
The patient reportedly experiences poor performance with use of the implanted device. Testing of the device revealed that it is functional. Surgery to explant the patient's device has been scheduled.